Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient has an over-discharged implantable neurostimulator (ins). No patient information or device information was provided. No symptoms reported. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the overdischarge was first noticed on (B)(6) 2021. The cause of the issue was the device being turned off during a hospital stay in (B)(6) of 2020 and the patient¿s family was not ware they needed to continue charging the implant. A reset was performed, but the power on reset (por) needed to be cleared at the patient¿ next programming appointment their neurologist.